Event description:
Procedure type: low anterior resection. According to the reporter: after loading the handle, the adapter, and the cartridge (egia60amt), nurse tested the opening and closing of the jaws. The jaws did not close, however, it was possible to rotate. A new handle was used to complete the procedure. There was no patient involvement. There was no reinforcement material used. Surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one standard adapter opened by the account. No visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated 4 autoclave cycles for the adapter. Engineering evaluated the returned adapter and found that it was able to power up and calibrate as expected. Engineering loaded a test reload and the device was able to recognize the presence of the reload. However, when the reload was reattached after removal and recalibration, the jaws of the reload could not be closed. Engineering reviewed the eeprom event log and noted that the adapter was detecting the presence of a reload during its calibration. The adapter was again inserted into an engineering handle and engineering confirmed that there was one area in which the adapter displayed an always on condition. Engineering disassembled the unit and confirmed the presence of damage on the lockout slider block. Engineering isolated the sulu load ring as the root cause of the always on failure and noted that the chamfer angle was below specifications. The ring was sent back to the supplier for further evaluation. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the out of specification sulu load ring and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Engineering determined that the chamfer on the sulu load ring was below specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.